Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported that the patient had gone three months without any medicine in the pump at all. No further details were provided. It was not known what medication the device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.